Event description:
The device was returned to the manufacturer for analysis after an implant duration of approximately 51 months. There was no information or documentation supporting the reason for the device explant and return. Additional information later received from the hcp reported the patient experienced increased pain in april 2006. Pump programming and a nuclear medicine study were done for device evaluation. It was reported that the system was replaced in 2006.

Manufacturer narrative:
The device has been returned to manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.